Manufacturer narrative:
Product event summary: the controller and one (1) battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned battery passed visual inspection and functional testing. Failure analysis revealed that the returned controller passed functional testing. Visual inspection revealed contamination within the serial port and both power ports of the controller. The most likely root cause of the observed contamination within the serial port and both power ports can be attributed to the handling of the device. Supplemental testing was performed on the controller, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed one (1) premature power switching event due to a momentary disconnection. A power source lubrication procedure was performed on (B)(6) 2018, prior to the reported event. As a result, the reported premature power switching event was confirmed. Additionally, a power source lubrication procedure was performed on the battery on (B)(6) 2018, prior to the reported event. Log file analysis also revealed several momentary disconnections that did not lead to premature power switching events involving the battery, as well as several momentary disconnections involving non-serviced devices. Momentary disconnection will result in an audible tone or ¿beep¿. As a result, the reported ¿beeping¿ was confirmed. An internal investigation evaluated momentary disconnections prior to lubrication servicing. The most likely root cause of the reported premature power switching event and reported ¿beeping¿ can be attributed to contamination of the controller power ports and/or momentary disconnections due to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. Additionally, analysis of the event log files revealed three (3) controller power up events on (B)(6) 2018; respectively. Several momentary disconnections involving the battery were observed leading up to the loss of power on (B)(6) 2018. The controller was without power for 13 seconds, 9 seconds, and 11 seconds respectively. As a result, the reported loss of power event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial #: (B)(6) d10: yes, return date: 18-jan-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of concomitant medical products: 1103 vad implanted (B)(6) 2017. Heartware ventricular assist system ¿ battery: 1650de / (B)(4) / model #: 1650de / expiration date: 2019-07-31 UDI #: (B)(4), mfg date: 2018-07-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller would switch power sources erroneously and the charge level of the source in port two would read as greater then 200%. It was further reported that when the battery-controller connection was mechanically secure, the controller w ould intermittently not register the battery as connected. The battery was reported to be involved in power switching events. The controller and battery were exchanged. No patient complications have been reported as a result of this event.